Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been doing well but then felt poorly and was admitted after receiving multiple (B)(6) ICD (implantable cardioverter defibrillator) inappropriate shocks for atrial arrhythmias. An echocardiogram showed the patient had low ejection fraction. The patient was treated with IV (intravenous) amiodarone and heparin and converted to sinus rhythm. The patient later had a svt (supra ventricular tachycardia) ablation procedure. The device remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.